Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.1 was not opening past halfway. The field service engineer found that three of the four bumpers in the drawer were damaged. The fse replaced all four bumpers, but the drawer still failed to close. After pulling the drawer hard, debris fell out from the bearing cage, and the drawer opened smoothly. The fse also noticed that the position sensor bracket was bent, damaging the sensor. The fse replaced the sensor and bracket, but the position only opened at 6. The fse replaced the second position sensor to restore the drawer's functionality. The system functioned as intended after the field service engineer repaired the device.